Manufacturer narrative:
Leak was discovered during routine maintenance; customer replaced the reagent syringe plunger. On (B)(6) 2011, a bec field service (fse) replaced the reagent t valve and syringe assembly. Repair verified per established procedures. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) customer technical support to report the reagent syringe leaked from the 3 way valve. Per customer, no loose tubing was noted and the coupler for the syringe plunger was tight as well. The customer stated the syringe assembly was on properly and the tubing on top for the reagent probe was on tight. No injury or exposure was reported.